Event description:
Stenting to superficial femoral artery. The target vessel was heavily calcified and moderately tortuous. Rate of stenosis was unk. Access site was opposite side femoral artery. When the stent was placed in the target lesion, the stent became slightly shorter than original length. All IFU guideline was followed during the procedure. There was no adverse event, and the patient is in stable condition.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.